Event description:
It was reported that the haptics were sticking at the optic or at the edge of the optic and ''can be loosened only very hard''. The surgeon used eyefill as viscoelastic (ovd) and a 1mtec30 cartridge. No patient injury was reported. No further information was provided.

Manufacturer narrative:
If explanted, give date: not applicable; lens remains implanted at time of report. Concomitant medical products: eyefill viscoelastic; 1mtec30 cartridge. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing specifications. There were no process and / or material changes within the production order. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.